Event description:
The customer reported via phone call that the insulin pump alarmed threshold suspend and she was unable to clear it by pressing esc and act; the buttons were unresponsive. The customer removed the battery but the alarm could not be cleared. The customer stated she is able to scroll up and down the screen but cannot clear the alarm; the esc button is not responding. Blood glucose value was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.